Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient experienced a syncopal episode. Upon investigation, noise, oversensing and pacing inhibition were observed on both channels. Additionally, loss of capture was suspected on the right ventricular (rv) lead. As a result, the entire system was explanted and replaced. No additional adverse patient effects were reported.